Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. A kink was present on the sheath strain relief, likely due to return packaging of the device. The delivery system was retuned separated from the sheath (see 2015691-2019-01202 for evaluation of the delivery system). The returned device was visually inspected. The sheath liner was delaminated from distal tip for approximately 2¿. The marker band was fully attached to liner and encapsulated by adhesive. Due to the nature of the complaint, no dimensional analysis or functional was performed. The complaint was confirmed by visual inspection. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing related issues that would have contributed to the complaint. Review of related lot number revealed no additional complaints for liner delamination. A review of complaint history from june 2018 to may 2019 for the edwards esheath (all models and sizes) revealed other similar returned complaints. The complaints were confirmed, but no manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. Review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for the trend category. During manufacturing, the device and its components were inspected/tested a number of times. These inspections support that the device has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. Instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions on device preparation/usage. No IFU/training deficiencies have been identified. The complaint was confirmed by visual inspection of the returned device. However, no potential manufacturing nonconformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the review of complaint history, DHR, and lot history, there is no evidence to support a manufacturing non-conformance contributed to the complaint. The retrieval of an undeployed valve was attempted. It is possible that the proximal edge of the valve may have caught on the sheath tip during withdrawal. This would have likely caused withdrawal difficulty during the removal of the delivery system, resulting in excess force need to overcome resistance. Applying further force at this time may have caused the sheath liner to delaminate. Additional factors that could contribute to the liner delamination include altered balloon profile (a balloon leak was detected upon inflation) and non-coaxial alignment of the delivery system and sheath during withdrawal. It is likely that procedural factors (retrieval of undeployed valve) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for was confirmed. No manufacturing non-conformances were found. The complaint was attributed to procedural factors (retrieval of undeployed valve). Review of complaint history revealed that the occurrence rate did not exceed the may control limits. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, 29mm sapien 3 case by tf approach in aortic position. During valve alignment, it was not possible to get the valve between the alignment markers. Despite this, the procedure continued. After the valve was positioned in the native annulus, deployment started but the valve did not inflate due to a ruptured balloon. As per pre-deco evaluation, the crimp balloon was torn and the sheath liner was delaminated approx. 2" in length.